Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the stimulation turning off issue was probably due to their inexperience with the device. Pt reported the situation has been resolved. Pt reported rep had been very helpful.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report that they noticed on friday afternoon that the stimulation was turned off. Patient stated that they went through 2.5-3 days of recharging the implanted neurostimulators, and when they pulled the recharger out, there was no input. Patient said they noticed some pain. Patient said they do not know if there is something that they did on the device. Patient asked if it is correct that on their group it has a specific part. Patient stated that group a is for their legs, and group b is for the back. Agent reviewed with the patient that it is possible that the groups are programmed in a way that gives stimulation to a specific body part , and redirected the patient to their healthcare provider if they wish to have an updated programming. Agent is concern why the stimulation was turned off. Informed patient that if the ins battery was depleted , stimulation will automatically turn off. Patient stated that they have their ins charged when it was 60%. Agent informed patient that if therapy was accidentally turned off in mystim app or recharger app, therapy will be turn off. Agent asked if when recharging ins they can turn off the handset. Agent reviewed information.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.